Event description:
It was reported that there was far field r-wave (ffrw) right atrial (ra) lead oversensing seen on the recorded at/af episodes. It was also reported that there had been a lead warning three months prior just after implant. The ra lead settings were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).